Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung disease. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed that no evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. Findings: 0 errors logged, product investigation laboratory was unable to get care orchestrator information from device, dirt-like contamination on the bottom enclosure, dust-like contamination on the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01, dust-like contamination on the airlet of the blower box, product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box d: date available. For eval and date returned has been updated. Box e: reporting institution name has been updated. Box g: report source - other has been updated. In box h: device evaluation. For mfg., problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.